Event description:
A hosp reported through our distributor that an mr290hfv high frequency vented autofeed humidification chamber had cracked and water had leaked from it. It was reported the chamber was used in high frequency oscillatory ventilation with a sensormedics 3100b ventilator. We received conflicting info stating that the chamber was used for either 5 hrs or 5 days before cracking. We are clarifying this and will provide a follow up. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the MFR for inspection. A lot check revealed one other similar complaint for this lot number. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the last yr of 0.02%.